Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 977d260 (lot: va39ukb039); product type: 0215-screening device; implant date (B)(6) 2026; brand name surescan; product ID 977d260 (lot: va39ukb043); product type: 0215-screening device; implant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from health care provider (hcp) and manufacturer representative (rep) regarding a trial patient involved in a clinical study. Hcp reported the trial leads do not steer well. Troubleshooting included lead repositioning. The cause was unknown. The issue was not resolved and was considered ongoing. Hcp also stated that, due to poor steering quality of the manufacturer's leads they would return to their former manufacturer for all trial patients. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that the leads were successfully implanted at their intended location. The devices will not be returned.